Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex biliary rx uncovered stent was implanted in the bile duct to treat a malignant pancreatic head mass during a stent placement procedure performed on (B)(6) 2017. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the physician was able to load the delivery system over the guidewire without resistance but the shipping mandrel was not pushed out by the guidewire. The physician was able to advance the delivery system to the target anatomy and deploy the stent successfully. Reportedly, the clear plastic stylet fell off inside the patient and was retrieved from the patient¿s duodenum. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.